Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a broken reservoir tube lip. A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip.

Event description:
It was reported that reservoir had damaged. Customer blood glucose level was unknown. Customer also stated that reservoir compartment was cracked. The device will be returned for analysis.